Event description:
The customer performed a control test and received a result of 466 mg/dl prior to the call and then 433 and 311 mg/dl during the call. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Customer strips were evaluated and were found to give "e11" on all samples. E11 confirms exposure to moisture which was most likely the cause high results. Retention lot tested in spec.